Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: ins initially reported as replaced/discarded, but it it is still in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins still remained and was not removed/replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the true effectiveness of their previous device decreased within about 5 months or so of the original implant. Patient stated that they were also going through some major back issues and had extreme back pain. Patient mentioned that they ended up with back surgery and in discussions with the locals, they agreed that whenthey were going through that kind of stress and taking pain meds for other issues, that could override the effectiveness of the device. Patient said they lived with it for a while but when they were in for surgery this week, they looked at the x-rays from when they originally had everything put in until they were there this week and they said that the lead had definitely gotten moved so it wasn't up on the nerve like it should have been. Patient added they took a good tumble 6 months ago or so where they hit the ground really hard and that could've jarred it but they didn't really know for sure. Agent documented reported event. No further action was taken by patient services (ps).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 978b128 lot# va2ufdp implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of the patient hitting the ground really hard and that could have jarred it was unknown. The healthcare provider (hcp) use the term "twiddler" after doing a before explant x-ray. On (B)(6) 2025, both the battery and lead was explanted and a new implant and lead was done on the same day. The issue was resolved and no further action will be taken as per the hcp. The hcp commented during the case of "twiddler syndrome" the lead was coiled multiple times. The issue was resolved but the hcp declined as they believe this was a patient issue and not a device issue. No follow up was requested by the provider.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ufdp implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.